Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported sf180, safety reset alarms and internal battery degraded warning alarm. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported sf180 and internal battery degraded warning alarm were due to an isolated component failure within the device battery assembly, the safety reset alarms were due to a software issue, and the failure to complete its internal self-test was due to a faulty/defective non-return valve. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf180) related to a battery charger fault, displayed multiple safety reset alarms, displayed an internal battery degraded alarm and failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the reported multiple safety reset alarms and failed to complete its internal self-test. The internal battery and non-return valve (nrv) assembly were replaced to address the issue. Review of the device logs could not confirm the reported sf180. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf180) related to a battery charger fault, displayed multiple safety reset alarms, and failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.